Event description:
It was reported that the knee brace that has a hinge that allegedly will not stay locked. No injury reported.

Manufacturer narrative:
It was reported ,that the knee brace that has a hinge that allegedly will not stay locked. No injury reported. The actual device will not been returned. Other devices that have been evaluated the root cause of the complaint is a damaged component. The device's lock button failed during manufacturer testing. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.